Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.10. Evaluation summary: the product was not returned. The lens remains implanted. Two photos of the lens inside the eye were attached to the file for review. The file indicated the use of a qualified cartridge with a non-qualified handpiece and a non-qualified viscoelastic. The root cause cannot be determined for the complaint. Photos were reviewed by a company representative. Evaluation of attached photos: there is a visible opacification in the visual axis on two provided photos. However, based on the static mode of pictures it is difficult to conclude which iol was implanted. It is unknown if the implanted product has damage. It is difficult to make a final determination without evaluation of the physical sample. The root cause cannot be determined based on available information. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that fifteen months following a cataract surgery with an intraocular lens (iol) implant, the patient experienced decreased visual acuity due to opacified lens. The visual acuity was originally 1.0 but then decreased to 0.6 as opacity around the lens grew wider towards the center. The opacity could not be solved with a yag laser. Additional information has been requested.

Event description:
Additional information was provided indicating that a membrane covered the lens and was removed. Postoperative visual acuity was recovered and the patient is satisfied.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).